Manufacturer narrative:
It has been communicated that the device is not available for evaluation. Without the device, it is not possible for codman to conduct a proper investigation. Since a lot number has been provided, a review of the manufacturing records will be reviewed. We anticipate that the evaluation will reveal that the device conformed to specifications prior to release. If anything otherwise is found then a follow up report will be filed. If at some point the device does become available, this complaint will be re-opened, evaluated and a follow up report will be filed. Trends will be monitored for this and similar complaints. At the present time this complaint is considered closed.

Event description:
Company clinical nurse reported that a rn was conducting a routine refill. After delivering the 15 ml of drug, the patient began to feel numbness in her left foot. At that point the nurse clamped the line and called a doctor for advice. It was then reported that the patient indicated the numbness had moved to her thigh and the perianal area. The patient did not exhibit shortness of breath and vitals were stable. Patient was then transported to the emergency room where she was admitted overnight. Patient has since fully recovered with no residual side effects. The patient will undergo a dye study to get a better visualization of the catheter and connections. The patient has a 30 ml codman pump in situ, running at 0.5 ml/day. The pump currently holds the following medications: fentanyl/bupivicaine and clonidine.